Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not completed as customer was in the school and insulin pump was with him and not available at the time of call. The insulin pump will not be returned for analysis.